Manufacturer narrative:
Stryker downloaded the device's electronic records from the event for review and was able to verify the reported issue. It was observed that after sync mode was entered, the customer did not hold the shock button long enough for a shock to be delivered. The root cause of the reported issue was determined to be user error.

Event description:
The customer contacted stryker to report that after delivering several shocks to a patient, the device would not longer shock. They were able to switch to a back up device to continue patient treatment. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that after delivering several shocks to a patient, the device would not longer shock. They were able to switch to a back up device to continue patient treatment. There were no reports of any adverse effects to the patient as a result of the reported issue.